Event description:
During the autocapture test loss of capture was noted when the pulse generator was switched to the unipolar configuration. Autocapture test were also not able to be completed. Pacing thresholds were evaluated in the unipolar configuration and it was observed that they were 7.0 v, 1.0 ms and 1.0 v, 1.0 ms in the bipolar configuration. It was suspected that air may be in the pocket. The device was programmed to bipolar and the patient would be monitored.

Manufacturer narrative:
No medwatch form was received.